Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system was serviced and it was noted there were no components replaced on the system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would restart without prompt from the user when a universal serial bus (usb) is inserted into the system. There was no patient present when this issue was identified. No additional information was provided.